Event description:
It was reported that the patient underwent pedicle subtraction osteotomy (pso) with instrumentation at unk level. The patient felt a "popping" approximately four months post op. The patient underwent revision surgery to remove a broken rod at the pso site. The rod was replaced. All other hardware was reportedly intact.

Event description:
Patient medical records were received which state that the patient had a history of l4 to sacrum circumferential fusion followed by decompression in the lumbar spine all the way up to t12 and t4 to sacrum posterior instrumentation fusion for flat back syndrome. Reportedly, the patient's sagittal imbalance worsened over time, causing pain and the inability to stand upright. Patient underwent additional surgery to remove and replace previously implanted hardware. Exploration confirmed pseudoarthrosis at t4-5, t5-6, t12-l1, l1-2, and l3-4. T6-12 and l5-s1 was solidly fused. Surgeon performed posterior fusion with instrumentation t1 to ilium and l3 pso. Sometime post-op the patient heard a loud "pop" and experienced increasing mid lumbar back pain. X-ray confirmed fracture of the left-sided rod and suspected fracture of the right sided rod at the osteotomy site. Approximately 6 months post-op the patient underwent additional surgery to remove and replace the broken rods.

Manufacturer narrative:
X-rays were provided. X-rays showed a complex construct from t1 to patient's pelvis with iliac screws on posts and apparently two additional transsacral screws placed for sacroiliac stabilization. There was no clear evidence of implant failure noted. Rod placement shows tension failure crack at apex of bends. Bending appears to be in multiple planes. The rod was returned for evaluation. Visual examination confirmed the rod is cracked. Multiple witness marks were visible along the length of the rod consistent with implantation requirements. Witness marks were visible at the location of the crack which could have pre-stressed the rod, and acted as a possible stress riser.

Event description:
Additional medical records received state that following the revision surgery, the patient stated that postoperatively he had what he describes as "head drop". In addition, the patient stated he had difficulty with ambulation, walking with a wide waddling gait. Surgeon assessment stated that the patient symptoms are a combination of fusion in the thoracic and lumbar areas resulting in abnormal cervical posture, as well as the loss of spinous processes of his upper thoracic vertebrae.